Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate "won't charge". After passing functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported that, "monitor won't charge." In this state, the device may not be able to perform defibrillation therapy if needed. There was no report of patient involvement associated to this event.